Manufacturer narrative:
(B) (4).

Event description:
It was reported that during course of use on a patient in MRI environment, the ventilator was drawn to the MRI scanner and got attached to the right side of the MRI magnetic coil. It was further reported that the ventilator was positioned outside the safety line but the wheels were not locked at the time of the event. The unit remained ventilating with a blank screen but the patient hose became kinked and obstructed. The patient was disconnected from the ventilator and was bagged. (B) (4). (B) (4).